Event description:
Hcp reported infection. The infection was not meningitis. The signs and symptoms of the infection were redness, swelling and pain. The primary location of the infection was the lumbar region and the type of organism is unk. The pt was treated with both IV and oral antibiotics. The infection resolved. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.